Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) anesthesia system on a black screen displaying the blue password screen. The unit was powered down, unplugged, and the backup battery was disconnected. Drawers and internal components were inspected with no issues found, including drawer 2.2. The all-in-one (aio) unit was reseated, and the system was powered back on and connected. During customer login and inventory attempt on drawer 2.2, the screen went black again with a system error indicating log collection. The unit was reimaged and the hard drive was replaced to address possible corruption. The device was successfully synchronized; network configuration was verified with dynamic host configuartion protocol and preferred addressing. The customer confirmed the device was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating. During a refill of the pas machine, the technician pulled out drawer 2.2, after which the machine rebooted unexpectedly and had since failed to communicate. Remote smart service shown the station status as offline. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.